Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on initializing peripheral. A field service engineer unplugged and reseated the usb and bus cables. The comm sled was replaced and reimaged with version 1.8. Test functions were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station was not booting up. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.